Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 380 mg/dl at the time of the incident. The reservoir compartment and the battery compartment was broken. And the reservoir compartment was chipped, so it was cutting the tubing. The customer treated high blood glucose with the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.